Event description:
A complaint was received from a customer that reported that in 2002 pt noticed portions of the last number missing. While on the phone a review of the system was conducted. Electronic checks could not duplicated the observation made by the customer. However, as a goodwill gesture, a request was made to return the system for eval. In the meantime a replacement unit was provided.